Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 25. Aug. 2011. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) insertion, the buttress compression nut would not snap onto the 130 degree aiming arm. The or staff was able to manually hold the aiming arm in place. There was no surgical delay reported. Procedure was completed successfully. It was later noted that the pin was missing and the connection was loose that would allow the buttress nut to snap into place. No additional information available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned device shows regular use during its lifespan, with numerous scratches and hammer marks on the body. The device was functionally tested at the complaint handling unit (chu) and the complaint condition could not be replicated with known conforming devices available at the chu. The cause of the complaint condition could not be determined. This complaint condition is unconfirmed. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The current drawing for the device(s) was reviewed and no drawing issues or discrepancies were noted. The instrument was tested with known conforming devices (part 357.369, lot 76667 and part 357.371, lot 4546699) available at the chu and no issues were found. The device functioned as intended. The root cause of the complaint condition is unknown. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.